Manufacturer narrative:
(B)(4). Event date: unspecified date in (B)(6) 2017. (B)(6). Manufacture date: march 4, 2017 ¿ march 7, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from a large volume folfusor after preparation with 5fu and 3ml of nacl. Fill volume was 96ml. The customer reported that they used a non-baxter vygon red luer cap. This issue occurred before use. There was no patient involvement. No additional information is available.